Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/24/2020 d4: batch # t5d26h device evaluation summary: the ec60a device was received for analysis with no apparent damaged and with two gst60g reloads present. The reload (b) was received partially fired 2/3. The reload (c) was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired reloads are consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastricutaneous fistula takedown, on the first firing of the stapler, with green reload, no buttressing material, the doctor closed the stapler, introduced the stapler into the abdomen but had inadvertently fired the stapler before opening. Therefore, when the doctor opened the stapler to use on tissue, the stapler has already locked out. The doctor removed the stapler from the patient, removed the reload, inserted a second like green reload, inserted the stapler into the patient, fired on the fistula, using the 3+1 process but couldn't open the stapler after firing, the stapler being locked on tissue. The doctor reversed the knife blade, opened the stapler and inspection of the staple line showed the staples were malformed. The doctor opened a powered 60 mm stapler and transected medially to the old staple line. The new staple line was good. The doctor used the powered stapler to complete the procedure. There were no patient consequences reported.